Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device's defib output was out of specification with these internal handles attached. Complainant indicated that the clinician obtained another set of internal handles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The internal handles were returned for evaluation. The malfunction was duplicated and attributed to an open wire within the handles. The handles were scrapped subsequent to testing. The customer received a replacement. Analysis for reports of this type has not identified an increase in trend.